Event description:
Per the clinic, the patient experienced a skin necrosis at the implant site which was treated with oral antibiotics. The magnet was explanted on (B)(6) 2019 and the patient was re-implanted with a new magnet during the same surgery.

Manufacturer narrative:
This report is filed on february 20, 2020.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on 08 january 2020.

Event description:
Per the clinic, the patient's internal magnet had extruded subsequent to sustaining a head injury. It is unknown if there are plans to replace the internal magnet.